Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) approximately one month after declaring elective replacement indicator (eri). It was reported the patient had received three shocks in that time frame. The device was explanted and successfully replaced. No adverse patient effects were reported.